Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately compared to another device (hospital meter, unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at an unspecified time on the morning of (B)(6) 2017. The patient was unable and/or unwilling to provide blood glucose results obtained on either of the devices; however, she did claim that there was a ¿150 point¿ difference between the subject device and the hospital meter. The tests were also performed within an unknown time of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication (unspecified type), diet and exercise and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown after the alleged issue occurred, she developed symptoms of ¿sweating, lips numb, slurred speech and couldn't move¿. The patient advised at an unspecified time on the morning of (B)(6) 2017, her neighbor treated her with 2 glucose tablets. The patient also stated that her blood glucose was measured using an ER/hospital meter; however, she was unable to provide the csr with the result obtained. At the time of troubleshooting, the csr established that an approved sample site was used to obtain the readings and that the correct testing method was being followed; however, the patient was unable and/or unwilling to confirm if the unit of measure was set correctly on the subject meter. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The patient did not have control solution available to test the subject meter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.